Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing, the lens was damaged and the downstream occlusion seal was bubbled. Review of the event history log showed the pump displayed the following events: "(B)(6) 2019 1:58:57 pm cassette latch was closed. (B)(6) 2019 1:58:57 pm high alarm displayed: high flow admin set required". Functional testing involved running the pump and testing upstream occlusion, downstream occlusion and air in line sensors and showed the device recognized both standard and high flow cassettes and ran to downstream occlusion of 24psi. According to the investigation, this issue was a result of the protocol requiring a high flow cassette. Based on the investigation, the cassette not properly attached, cassette sensor faulty complaint allegation was not confirmed. The problem source could not be identified.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump indicated that the cassette was not properly attached; "faulty cassette sensor". No adverse effects were reported.

Manufacturer narrative:
Additional information: additional information received on (B)(6) 2019 indicating that there was no patient involvement in the reported event.